Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right common iliac artery. A non-bsc guide wire was advanced to the target lesion. A 5mmx4cm mustang balloon catheter was used to predilate the lesion. A 10mmx40mm epic self expanding stent was deployed. Post dilatation was performed using a 8mmx40mm mustang balloon catheter. Additional dilatation was performed using a 10.0mmx4mm, 75cm mustang balloon catheter; however the balloon ruptured at 10 atms. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).